Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have developed gum disease and their gums are bad. They had visited their dentist and will need deep gum cleaning due the gum disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.